Event description:
It was reported (B)(6) the patient complained of heat development at the scs ipg pocket while charging the ipg. Reportedly, the ipg pocket would become warm enough that charging had to be interrupted for a while. Additionally, the patient alledged the ipg switched off automatically during the heat generation. The patient stated after half an hour the ipg had cooled down and the charging could be continued. Consequently, the patient's scs ipg was replaced with a non-rechargeable model and the therapy could be continued.